Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number: (B)(4). It was reported that oversensing lead noise on right ventricular (rv) and right atrial (ra) were noted. Right ventricular (rv) lead fracture was suspected however, no fracture on imaging. There was visible insulation damage during the lead extraction. Both leads were explanted and replaced. The patient is in stable condition.